Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, which caused pacing inhibition of less than two seconds. It is believed that the root cause of the observations may be related to myopotentials, but this has not been conclusively determined. Technical services (ts) provided troubleshooting steps in order to rule out lead impairment or any mechanical concerns. No additional adverse patient effects were reported. The rv lead remains in service.